Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address infection, loosening, poly wear and disassociation. The loosening interface and cement manufacturer are unknown at this time.

Event description:
Medical records received. After review of the medical records for MDR reportability, the revision operative note indicated infection, disassociation between the humeral head and stem. Loosening was noted, but didn't indicate what components were loose. Pain and swelling were also reported. There was no mention of poly wear as previously reported.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Invoice for part and lot numbers were received. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Manufacturer narrative:
UDI (B)(4). Update october 27, 2015: medical record review. Review of the medical records found apart from the manufacture of the implants, there are numerous factors that can influence the success of a shoulder arthroplasty. In this case, the assembly of the components, positioning of the shoulder stem, and the patient's high activity level may have contributed to the loosening and disassociation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.